Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 3888-28, lot # l61895, implanted: (B)(6) 1999, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension. (B)(4).

Event description:
It was reported the patient¿s device worked for three years and then stopped. It was noted the stimulator would get hung up on things and cause pain. It was reported the loss of therapeutic effect resulted in pain.